Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that bd vacutainer® serum blood collection tubes are not decapping properly on their automated instrument; the shields are being separated from the stoppers. There was no health impact or consequences reported.

Event description:
It was reported by the customer that bd vacutainer® serum blood collection tubes are not decapping properly on their automated instrument; the shields are being separated from the stoppers. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, retention samples from bd inventory were functionally evaluated for closure separation with no issues identified as all samples met specification. The ongoing investigation into customer closure separation has made progress in the last few months. Two potential causes were identified, and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for closure separation based on the photos provided; testing of retention samples was satisfactory. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.